Event description:
Device malfunction: slight bleeding through the marker lumen/unknown device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, slight bleeding continued from the marker lumen during the procedure. The sutures were deployed, but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(Slight bleeding from the marker lumen) - the device was received. Investigation is not complete.